Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that resistance was met with the anatomy resulting in the reported failure to advance. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2020, the patient presented with coronary artery disease in the posterior descending artery (pda) and left circumflex (lcx). The lcx was wired and pre-dilatation was performed using sprinter balloon catheters. Non-abbott (resolute onyx) stents were placed. A large dissection occurred in the distal lcx involving the obtuse marginal (om) branch. The dissection went outside the adventitia and a lcx perforation into the coronary sinus was observed. The vessel was difficult to wire. A 3.5x19mm graftmaster (gm) sent delivery system (sds) advanced, however, the stent was unable to pass through the lesion. Multiple attempts were made to cross with the same gm device. The gm device was removed without reported issues. Reportedly, the gm device ease of handling was poor as it failed to cross. Resolute onyx stents were used in replacement and post-dilatation was performed, successfully treating the dissection and cascading perforation. Post procedure angiogram displayed well expanded and well apposed stents with timi flow 3. The dissection and perforation had resolved. Reportedly, the patient tolerated the procedure well and was without chest pain throughout the procedure. No additional information was provided regarding this issue.